Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited an out-of-range measurement. The out-of-range measurement was detected by the patient¿s monitoring system. In review of stored data, the clinician could not identify the impedance measurement. Stored data was evaluated by in-house engineering and the less than 20 ohm measurement was confirmed. This measurement was not recorded in the daily measurements table due to the 21 hour measurement cycle and the 24 hour recording cycle. Technical services noted that subsequent measurements have been normal. The clinician reported that the performance of this patient¿s device and lead will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.